Manufacturer narrative:
Submit date: 10/25/2016. An investigation is currently underway. Upon completion, a full detailed report will be provided.

Event description:
The customer initiated a service repair request but did not state a specific issue. Upon triage on (B)(6) 2016 the service tech found the unit had a damaged power cord with exposed copper wires.

Manufacturer narrative:
Submit date: 02/22/2017. A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; a damaged power cord with exposed copper wire was found during evaluation. Therefore, this report will be based on information provided by the technical center. The scd express was evaluated and the customer reported issue was confirmed; the copper wires on the cord were found to be exposed. The cause of the reported condition for the damaged power cord is due to the cord being cut. The power cord is to be replaced to correct the reported issue. The unit passed all initial testing after failure analysis repair instructions were completed. Scd express was manufactured in 2009. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.